Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in spain. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during the breakdown arose in a cruciate knee ligament surgery, the problem they had is that the red portal did not maintain the pressure, they marked 300 pressure and it reached more than 400 so they had to stop it, they tried two more times and the same thing happened, basically the problem is that it does not stop giving pressure, they set the pressure at 300 and it doesn't stop. There was no patient impact. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.